Event description:
Notification of event by baxter healthcare was received via facility medwatch form. Healthcare professional (hcp) reported test was positive, indicating positive presence of formaldehyde. Pt (pt.) Treatment was initiated on baxter machine with positive nephretect. Pt complained of sob, numbness of mouth & hand simultaneously. Pt. Sent to emergency dept. And admitted for immediate dialysis. Further medical info not available for this report. The pt. Has fully recovered and is continuing dialysis treatments.